Manufacturer narrative:
Continuation of medical devices: product ID 8578, lot# hg1t2vq01, implanted: (B)(6) 2017, product type catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-apr-2019, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and post herpetic neuralgia. It was reported that the patient experienced uncontrolled pain. Dye study showed contrast dye reaching the catheter tip although it was slow to spread. Aspiration was normal and catheter was patent. No intervention had been taken to resolve the issue and issue was not resolved. Patient status was alive with no injury. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that it was unknown if the slow spread was a device or procedure issue. Although it seemed slow, contrast did reach the tip and spread. Cause of pain was still unknown at the time of the report. No further complication was reported.